Manufacturer narrative:
Device evaluation summary: the exhalation valve assembly (evq) was returned to medtronic for failure investigation. Upon visual inspection, it was observed the thermistor was bent. The leads of the thermistor were found to be touching and shorting the thermistor, which causes the evq to fail. The probable cause of this issue is user misuse; during handling, an object foreign to the evq (e.g. User¿s finger, brush) can find its way into the wetted path, where the thermistor is located, and cause damage. There was no smoke observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) found the wires on the thermostat in the evq bent and touching each other and the ventilator not recognizing the exhalation flow sensor (evq), while displaying an error code. The fse replaced the evq and the ventilator passed the power on self test (post). The fse performed calibrations and extended self-testing on the device and all tests passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a background fault alert. Reportedly, the customer saw some white smoke come out of the exhalation flow sensor (evq) exhaust. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.